Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during archive review but not during functional testing. The platform performed as intended and the error message was not reproduced. The secondary complaint that right head restraint wire is broken was confirmed during visual inspection. The damaged head restraint wire does not render the autopulse platform non-functional. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The top cover was replaced to address the damage. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform passed the functional testing with no error or fault. The ua07 was not reproduced. In addition, a load cell characterization test confirmed that both cell modules function within the specification. Following service, the platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint of broken head restraint wire, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. Also, the right head restraint wire is broken. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.